Event description:
During a thoracotomy procedure, the staples did not form when firing on the bronchus. Only one row of staples and not sure what shape. The case was completed with another like device. There was no patient consequence.